Manufacturer narrative:
Additional product code: pif. An investigation is currently underway. Upon completion the results will be forwarded.

Event description:
The customer reported an incident last weekend february 07th-08th, where the g-tube required an additional surgery after complications. Per additional information provided by the reporter, ir (interventional radiology) placed the tube on february 04th with two t-fasteners for support. The patient had increasing free air on successive CT scans (february 5th and 6th). Surgery was consulted. On exploration (february 08th), the only issue identified was the loose bumper allowing the stomach to leak content (and air) into the abdomen. Additional comments from the surgeon: this tube was placed percutaneously, the loose bumper allowed the stomach to fall (sag) away from the abdominal wall enough to allow gastric content leakage around the insertion site leading to minimal peritoneal contamination despite the t fasteners.